Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped before the malfunction occurred. Customer's blood glucose level was 270 mg/dl. Reportedly, the customer would obtain manual injections as alternate insulin therapy, and declined further follow up from tandem technical support regarding alternate therapy.